Manufacturer narrative:
Conclusion: no evaluation can be performed. Device not provided to MFR for evaluation. Complaint type is being monitored and analyzed. Tegaderm chg complaints area significantly reducing based on number of units sold. 3m's updates to the package insert, additional instructions sheets, and educational programs are being effective is ensuring optimal use of the product. The insert provides the following info on site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Inspect the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing changes should occur at least every 7 days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegaderm chg dressing should be changes as necessary: if the dressing becomes loose, soiled or compromised in any way; if the site is obscured or no longer visible; if there is visible drainage outside the gel pad ; if the dressing appears to be saturated or overly swollen.

Event description:
Pt developed skin reaction under entire tegaderm chg dressing described as redness, excoriated, itching and painful. Reporter noted a green sloughy substance the same shape as the dressing. Dressing was applied at a different hospital and it is unk how long the dressing had been in place or if skin protectants were applied under the dressing. No stabilization device was used under the dressing. Cvc was removed in response to skin condition. IV antibiotics were administered. Pt did not have pre-existing skin condition.